Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations - and as indicated by terumo cardiovascular system in the initial report submitted to the FDA on 01/28/2015. A second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusion code. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems. (B)(4). The actual sample was visually inspected upon receipt, during which it was confirmed that the locking plates were broken. There was no damage or indication of mishandling anywhere on the device. It was noted that the locking plates failed at the hole where the stress would be the greatest on the part when load is applied. The lock plates were measured for thickness and were found to be in specification. Five unused arms that had been manufactured by the previous owners of this product, (B)(4), were set up on the instron and were cycled though 1000 uses. The arms were subjected to cycles of extreme flexion and relaxation, in order to force a failure of the plates. There were no failures during the testing of the five samples. It is likely that the cause of the plates failure is an abnormal use condition. This failure is likely related to damage caused to the lock plate integrity during re-processing, which would be sterilization while the unit is in a locked state. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Event description:
Terumo was informed that the two pieces that fell out of the lever were collected and the entire hercules iii arm was removed from the sterile field. There was no foreign body left in the operative site.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. For this reason, terumo referenced

Event description:
The user facility reported to terumo cardiovascular systems corporation that two pieces fell out of the locking lever of the hercules iii arm during procedure. No known impact or consequence to patient. Product was changed out. Surgery was completed successfully.